Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10160. It was reported the pt (B)(6) requested an increase in stimulation amplitude. Diagnostic testing revealed low impedances. X-ray imagery identified that the lead is not placed midline, but it was noted the physician advised the lead is placed properly. Reprogramming was able to provide the pt with add'l coverage; however, the pt reported that the coverage is not as effective as it was previously. The pt reported she does not want to pursue surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.